Event description:
Elegance safety. It was reported that vessel dissection occurred. In (B)(6) 2023, the subject underwent treatment with the ranger drug coated balloons. The target lesion 1 was in the right proximal superficial femoral artery, right mid superficial femoral artery extending up to right distal superficial femoral artery with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 220 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 4 mm x 100 mm and 6 mm x 200 mm sterling pta balloons and 3 mm x 80 mm non-boston scientific balloon. Treatment of target lesion was performed by dilation using of two 6 mm x 150 mm ranger drug-coated balloons study devices. Post target lesion treatment was performed by placement of non-boston scientific stent and dilation using 6.0 mm x 150 mm sterling pta balloon. Following treatment, the final residual stenosis was noted to be 0%. Index procedure was performed on the same day. However, during treatment of target lesion 1, dissection of grade d was noted due to boston scientific (bsc) adjunctive device 6 mm x 200 mm sterling pta balloon. In response to the dissection, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 0%. The complication was resolved on the same day and the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
A1 - patient identifier: (B)(6). D4 updated: 1. Model number/catalog number. 2. Lot number from unknown to 0031728228. 3. Expiration date from unknown to 05/30/2026. 4. Unique identifier (UDI) #. H4 device manufacture date updated. G4 premarket / 510(k) # updated.

Manufacturer narrative:
A1 - patient identifier: (B)(6).

Event description:
Elegance safety. It was reported that vessel dissection occurred. In (B)(6) 2023, the subject underwent treatment with the ranger drug coated balloons. The target lesion 1 was in the right proximal superficial femoral artery, right mid superficial femoral artery extending up to right distal superficial femoral artery with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter with lesion length of 220 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 4 mm x 100 mm and 6 mm x 200 mm sterling pta balloons and 3 mm x 80 mm non-boston scientific balloon. Treatment of target lesion was performed by dilation using of two 6 mm x 150 mm ranger drug-coated balloons study devices. Post target lesion treatment was performed by placement of non-boston scientific stent and dilation using 6.0 mm x 150 mm sterling pta balloon. Following treatment, the final residual stenosis was noted to be 0%. Index procedure was performed on the same day. However, during treatment of target lesion 1, dissection of grade d was noted due to boston scientific (bsc) adjunctive device 6 mm x 200 mm sterling pta balloon. In response to the dissection, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 0%. The complication was resolved on the same day and the subject was discharged on dual antiplatelet therapy.